Manufacturer narrative:
Date of event was reported as (B)(6) 2017 for the having accidents issue; por message was seen on (B)(6) 2017.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device ¿wasn¿t working¿ and a power-on-reset (por) message was seen. The therapy had turned off and was reset to shipping parameters. The patient had been having accidents the last few weeks and this morning they ¿went all over herself¿. They checked the ins with the programmer and saw the por. The patient called their healthcare professional (hcp) to have the por cleared and was told to contact the manufacturer. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.